Manufacturer narrative:
Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced an infection at the implantable neurostimulator (ins) pocket site. It was noted that three revision surgeries were performed on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 ¿to try to save the ins.¿ the patient¿s ins was ultimately explanted as a result of the event and the issue was considered resolved at the time of report. The specific explant date was unknown. There were no further complications reported or anticipated.